Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported the surgeon stated that the blade didn't retract. He finished the case with the subject trocar cannula. There was no consequence to the patient.